Manufacturer narrative:
Device has been received and the evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the implant broke on insertion and a piece of the implant remains inside the patient. No adverse consequences were reported as aresult of this event. This is the second of two similar events reported by the same surgeon. This device is used for treatment.